Manufacturer narrative:
The batteries were returned on (B)(6) 2015. Unchecked "user facility" and checked "health professional" to correct section. Batteries (B)(4) were not analyzed based on the results of an internal investigation, field actions , no additional investigation of this event is required at this time for these batteries. The devices were in use when the reported event occurred. The reported event of premature power switching was confirmed. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported event. Heartware has opened an internal investigation to address this issue. (B)(4) - battery 1 / catalog number 1650de / expiry date 2015-04-30. (B)(4) - battery 2 / catalog number 1650de / expiry date 2015-04-30. (B)(4) - battery 3 / catalog number 1650de / expiry date 2015-04-30. (B)(4) - battery 4 / catalog number 1650de / expiry date 2015-06-30. (B)(4) - battery 5 / catalog number 1650de / expiry date 2015-06-30. (B)(4) - battery 6 / catalog number 1650de / expiry date 2015-04-30. (B)(4) - battery 7 / catalog number 1650de / expiry date 2014-08-31. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02200 and 3007042319-2015-02201) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02200 and 3007042319-2015-02201) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the "patient observed some power switching in the last three months and three pump stops in june and july". Batteries were "replaced from hospital stock". It was stated by site that "logs files were downloaded". It was also stated that there were "no effect on patient and that he was doing fine the whole time". No additional information provided. Investigation is ongoing. This is report 1 of 2.